Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6): h3: analysis of the wr9200 wireless recharger (wr) (s/n#: (B)(6) revealed that the recharger was unresponsive. The led's scroll continuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device - wireless recharger. The reason for call was patient reported that the wireless charger battery indicator lights were scrolling green continuously. Patient said that they had a power surge on friday night around 10pm and one of their tvs in their home went bonkers so patient said the surge had effected electronics. Patient said on saturday they had noticed the issue with the wireless recharger. Patient said because of this they weren't able to charge their implant. During the call patient said they didn't see the green light on the docking station, once the wr charging cord was unplugged and plugged back in the green light came back onto the dock. Patient reset the charger on and off the docking station but the issue was not resolved. An email was sent to the repair department to replace the wireless recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.